Event description:
It was reported that the cement set too quickly. Cement had to be removed from the prosthesis, re-mix a new batch, and finish the implanting. There was no adverse consequence reported for the patient.